Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted with concurrent supracervical abdominal hysterectomy. Additionally, on (B)(6) 2010, miniarc was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to pop. It was reported that patient underwent mesh removal on (B)(6) 2010 due to failed mesh.

Manufacturer narrative:
A review criteria.of the batch manufacturing records was conducted and the batch met all finished goods release.

Manufacturer narrative:
It was reported that following insertion the patient experienced bleeding, dyspareunia, infection, and urianry problems.